Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the a cartridge alarm (cartridge alarm 1) occurred during a bolus delivery. Additionally, the cartridge was cracked. Customer's blood glucose was 250 mg/dl. The customer loaded a new cartridge successfully.